Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that sometimes when she inserted a new infusion set, it did not seem like insulin was coming through. The customer's blood glucose reading was 400 mg/dl and treated with a manual injection. Customer stated that sometimes she could fix the problem by disconnecting the reservoir and then reconnecting it. The customer did not want to troubleshoot for the high blood glucose level. Nothing was replaced or returned.